Manufacturer narrative:
(B)(4). Recall number: 3012447612-05/10/2017-001-r. The returned device was evaluated and found to not meet torque output requirements. A review of the manufacturing records did not identify any issues which would have contributed to this event. Investigation of this issue found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification. Reference reports 3012447612-2017-00090 thru 3012447612-2017-00095.

Event description:
It was reported that during testing as part of the recalibration process, several torque limiting handles were found to output torque outside of specification. There were no specific surgeries and no patient adverse events associated with these torque limiting handles. This is report three of six for this event.